Event description:
It was reported that patient passed away from unknown reasons on (B)(6) 2023. An electronics performance indicator (epi) alert was received by the clinician after the passing. There were no allegations that the patient death was related to the epi alert.

Manufacturer narrative:
Further information was requested but not received.